Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00146: screw 1, 3025141-2020-00148: screw 3, 3025141-2020-00149: plate.

Event description:
An aculoc 2 vdr plate was implanted in the patient. After surgery, an x-ray was taken and a longitudinal secondary crack in the bone was seen. Patient was put in a splint.